Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this patient with this pacemaker had infection and endocarditis with positive blood cultures. There were no additional adverse patient effects reported. The patient also had lead vegetation. The pacemaker explanted and was reused as an external temporary pacing device and off label use was intentional due to pacer dependence. This pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient with this pacemaker had fever and endocarditis, with positive blood cultures. The patient also had an infection and lead vegetation. A revision was performed and the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted. The pacemaker was reused as an external temporary pacing device and off label use was intentional due to pacer dependence. These explanted products will not be returned. Additional information was received indicating the patient had expired approximately four days post the explant procedure.